Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo_12.1,-9.0/1.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient'sleft eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a longer length lens due to a low vault. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
B4 - should be corrected to 25-may-2024 in initial MDR, g3 - should be corrected to 25-may-2024 in initial MDR.